Event description:
The customer reported that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was being used during a laparoscopic surgery procedure on 11sep25 when it was reported, ¿during surgery, some kind of debris was found in the abdominal cavity, and when it was retrieved, it turned out to be a broken piece of the tip of the air seal trocar. The debris was retrieved, so it did not remain inside the body.". The procedure was reported as having been completed as planned with an unknown alternate device. There was no report of delay in the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
An examination of the returned used device ias12-100lpi found that a piece from the bottom of the ribbed trocar was broken off. The broken piece was not returned for evaluation. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Direct the airseal access port¿s tip away from significant vessels and organs. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was being used during a laparoscopic surgery procedure on (B)(6) 2025 when it was reported, ¿during surgery, some kind of debris was found in the abdominal cavity, and when it was retrieved, it turned out to be a broken piece of the tip of the air seal trocar. The debris was retrieved, so it did not remain inside the body.". The procedure was reported as having been completed as planned with an unknown alternate device. There was no report of delay in the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.